Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. The electrophysiologist said that the impedance was steadily low and no acute changes were noted. All other measurements were normal. Therefore, they will see the patient in the office and will continue monitoring them as usual. There were no adverse patient events or effects noted. Additional information was received that this rv lead had exhibited high out of range pacing impedance measurements several times in the past year. The lead was surgically abandoned and a new rv lead implanted without issue. There were no additional adverse patient effects reported.